Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When connecting the clamp with the bipolar cable and put it in to use by pressing the pedal, the electricity could not reach the clamp. But in the pin area begins to generate smoke and fire burning smell, it could not be used. Tests with the same cables and equipment were performed but with another clamps from another brand and there was no problem.

Manufacturer narrative:
Upon completion of the investigation it was noted that the pin to pin resistance shall be in mega ohms range, which is equivalence to open circuit; however, the subject forceps was measured to 400 ohms. It is unclear whether the low resistance value (400 ohms) occurred before or after the smoke at the proximity of the pins area. The exact cause of "the electricity could not reach the clamp. But in the pin area begins to generate smoke and fire burning smell, it could not be used" could not be verified in the laboratory. This is the first complaint of this type for this product code and lot number. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.